Event description:
Procedure performed: laparoscopic left radical nephrectomy with partial ureterectomy and retroperitoneal lymph node dissection. Flexible cystourethroscopy. Bleeding recognized intraop, pt had 2 renal arteries and I stapled each separately. First staple line had pulsatile bleeding and clips applied to stump with success. Second staple line bled and it was restapled more proximally but bled again thus large clips applied. Renal vein has some oozing as well. These metallic clips were used to reinforce staple line. FDA safety report ID# (B)(4).